Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of being hospitalized. Customer reported that hospital allowed insulin pump to be put through scan and MRI even though customer advised not to. Customer received a loaner insulin pump. Customer reported of a 911 call that was made in august due to high blood glucose of 900 mg/dl. Customer reported of being comatose and combative. Customer reported that high blood glucose may have been due to being upset over family matters. Customer reported to have been hospitalized at least five times due to being comatose. Customer did not remember information and was advised to call back if she remembers any other hospitalization information.